Manufacturer narrative:
Update to b5, g3, h2, h6 conclusion code, and h10. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest, although the exact cause is unknown, the patient's significant calcification could have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in united kingdom, after the deployment of the 29mm sapien 3 valve, in aortic position by transfemoral approach, an aortic rupture/dissection was detected, in aortic root above the valve, by post deployment fluoroscopy. It was converted to surgery. Once the chest was opened, it was observed a very small leak, sealed with valve. Then, the chest was closed without intervention. The patient was discharged a few days later post-procedure. Per additional information, the root cause suspected to be small dissection with cause unknown. The patient had moderate sized nodular of calcification below the ncc, which extends the length of the lvot within the intervalvular fibrosa. There was mild stj calcification.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the "very small leak" cannot be determined due to the limited information provided; it is possible that the event was related to the patient factors and procedural factors mentioned above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text: no indication of valve explant.

Event description:
As reported by our affiliates in united kingdom, after the deployment of the 29mm sapien 3 valve, in aortic position by transfemoral approach, an aortic rupture/dissection was detected, in aortic root above the valve, by post deployment fluoroscopy. It was converted to surgery. Once the chest was opened, it was observed a very small leak, sealed with valve. Then, the chest was closed without intervention. The patient was discharged a few days later post-procedure.